Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, at the time of sealing the tissue, the distal end of the forceps did not seal. There was no re-grasp alert. There was end tone heard. There was evidence of energy delivery. The procedure was completed using the same forceps and a double or triple seal was performed so that the tissue did not bleed. Issue was isolated to ligasure device because the ft10 platform worked perfectly with other ligasure clamps. There was no patient injury.